Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided

Event description:
It was reported that the device was explanted due to a dislodgement. No additional adverse patient effects were reported.